Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
A patient who was enrolled in a study underwent a da vinci assisted pulmonary segmentectomy surgical procedure and was discharged on post-operative day six. On post-operative day 28, a pleural effusion was identified, which was resolved the same day with a chest sonography and a pleural puncture. The patient was then discharged on the same day.